Event description:
It was reported the patient received the following results within 15 minutes: 155 mg/dl (guidelink) and 57 mg/dl (guideme system). The blood glucose results were obtained using the same vial of test strips.